Manufacturer narrative:
Subject device remains implanted.

Event description:
It was reported that a patient was retreated for a minor stroke due to stenosis (rate of stenosis: 88.4%) of internal carotid artery (ica) with the subject stent. Approximately 11 months post- procedure, incident of restenosis (rate of stenosis: over 50%) occurred without symptoms. Medical intervention by percutaneous transluminal angioplasty (pta) was performed 7 days later and the patient recovered.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. The subject device was not returned for analysis; therefore, physical as well as a functional testing could not be performed. However, restenosis is a known risk associated with endovascular procedures and is noted as such in the device directions for use (dfu). Therefore, an assignable cause of anticipated procedural complication was assigned to this event. Expiration date: added, manufacturing date: added, patient code grid: corrected.

Event description:
It was reported that a patient was retreated for a minor stroke due to stenosis (rate of stenosis: 88.4%) of internal carotid artery (ica) with the subject stent. Approximately 11 months post- procedure, incident of restenosis (rate of stenosis: over 50%) occurred without symptoms. Medical intervention by percutaneous transluminal angioplasty (pta) was performed 7 days later and the patient recovered.